Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening, and pain. The surgeon reported a complete synovectomy. He indicated scare tissue was removed from the area of the patella, and that it appeared stable and not revised. The surgeon reported some laxity and mal-tracking with the tibial component appearing internally rotated. He noted the femoral component was not well-fixed and removed without significant difficulty. The surgeon reported the tibia did not appear to be well-fixed. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017 dor: (B)(6) 2019 (lt knee).